Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. Perform functional test: passed all relevant tests. The receiver log review failed due to multiple consecutive unexplained power on events found in the investigation window. Open and interior inspection: fail - due to moisture damage observed. The complaint is confirmed because the reported issue was seen in the log and the observation of moisture damage. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but is not relevant to product at fault. The reported event ceased to function could not be confirmed. A root cause cannot be determined.